Manufacturer narrative:
Analysis found that the customer complaint could not be confirmed. There was no fault found. The device was tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that when the nerve was stimulated, there was no response from the device during the procedure. According to the hcp, it looked like the communication between the electrode and the monitor broke down. The device had 4 green ticks which showed it was setup correctly. It was also reported that the nerve monitor was broken. There was no medical intervention done. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative that the event occurred during a procedure of the parotid. There was an indication that the current was not being delivered. The device was turned off and on and all the electrodes were checked. The procedure was not completed. There was a delay with the surgical procedure. The procedure was rescheduled for another day since the surgeon did not want to continue without the nerve monitoring device.